Event description:
Reportedly, there was no rf communication from the patient since installation. The implant did not detected during a manual transmission attempt to the centre.

Manufacturer narrative:
Preliminary analysis of the returned unit did not reveal any anomaly. Review of the expertise files confirmed that no pit could be performed with the home monitor due to rf communication issues, which could have resulted from polluters in the environment. D3 (email address) and g1 (first name, last name, email address, telephone number) corrected.

Event description:
Reportedly, there was no rf communication from the patient since installation. The implant did not detected during a manual transmission attempt to the centre.

Event description:
Reportedly, there was no rf communication from the patient since installation. The implant did not detected during a manual transmission attempt to the centre.